Event description:
It was reported to philips that the system failed to startup. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the system failed to start. During troubleshooting, the rse found pc related issues and suggested to implement a medical device correction (z-1151-2024). Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The corrective action will be implemented in the subsequent case. The codes were updated based on the investigation outcome. Evaluation method code was corrected.